Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 150600004, lot number 7767153. Device history review: product code 150600004, work order (B)(4), was manufactured on (B)(6) 2013. 11 parts were manufactured per specification and all raw materials met specification. H10 additional narrative: added: b1 (product problem) corrected: g1.

Manufacturer narrative:
Patient code: no code available (3191) used to capture the surgical intervention, medical device removal depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical record ad 17 june 2019 was reviewed on 5 december 2019. (B)(6) 2014: the patient underwent a left total knee arthroplasty secondary to severe arthritis. Attune implants were used and depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2017: the patient underwent revision of the left knee secondary to pain and loosening. Intraoperatively, the surgeon discovered synovitis and noted obvious loosening of the tibial component at the cement to implant interface. No intraoperative complications were noted. Doi: (B)(6) 2014. Dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint received. Patient was revised due to loosening of the device. It was noted that she had pain and falls since it was placed in her knee. Her leg just kept buckling and it was the tibia portion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 150600004, lot number 7767153. Device history batch: null. Device history review: product code 150600004, work order (B)(4) was manufactured on 06-sep-2013. (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.